Manufacturer narrative:
Device evaluation: traces of dried radio opaque solution were detected into the device and balloon, however keeping the device in a warm bath (37c°) was able to perform leak test. Negative pressure was applied connecting a manometric syringe however no leakage detected. The syringe was filled with 20 ml of radio opaque solution. Inflation-deflation test was performed three times without abnormalities (36 sec - 34 sec - 30 sec). No other abnormalities detected on the device.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to treat a lesion exhibiting plaque in the right prox popliteal using amphirion deep balloon dilatation catheter. It was reported that the balloon was deployed in proximal popliteal present with stenosis (but not calcified). Balloon was inflated to 7atm (nominal) at lesion. However, upon deflation, the balloon took around 2-3 minutes to deflate completely. Deflation issues were noted during subsequent inflation. The balloon was inflated to nominal pressure again at lesion and likewise, the second deflation time took around 2-3 minutes again. The physician proceeded with the use of another balloon. The device was prepped and inspected as per IFU with no issues noted. No patient injury or other sequelae reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.